Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient was not happy with quality. The lens was explanted and replaced with a monofocal lens in a secondary procedure. The clinical reason for the explant was poor visual quality. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).